Event description:
Patient reported left side "pain and discomfort" when moving upper limbs in the breast region resulting in diagnosis of capsular contracture baker grade unknown. Patient reports "implants were indicated for recall due to the increased incidence of anaplastic large cell lymphoma" and healthcare professional recommended "surgical procedure to remove a foreign body from the chest wall." Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "implants were indicated for recall due to the increased incidence of anaplastic large cell lymphoma", "remove a foreign body from the chest wall."

Event description:
Patient later provided paperwork from healthcare professional reporting "patient complains about deformity and pain due to capsular contracture baker grade IV", "hardened capsule, which was calcified and stuck to the tissues", and "simple cysts." Treatment included device removal with capsulectomy. Device was discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: lymphoma - alcl - suspected : unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety/product/procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Patient reported left side "pain and discomfort" when moving upper limbs in the breast region resulting in diagnosis of capsular contracture baker grade unknown. Patient reports "implants were indicated for recall due to the increased incidence of anaplastic large cell lymphoma" and healthcare professional recommended "surgical procedure to remove a foreign body from the chest wall." Histopathological markers confirming alcl have not been received. Patient later provided paperwork from healthcare professional reporting "patient complains about deformity and pain due to capsular contracture baker grade IV", "hardened capsule, which was calcified and stuck to the tissues", and "simple cysts." Treatment included device removal with capsulectomy. Device was discarded.